Event description:
Health professional additionally reports deformation, pain and inflammation. The device has been explanted.

Event description:
Health professional reported left side "extraprosthetic rupture and intraganglionic fluide silicone leakage discovered via mammography". Additional report of deformation of the breast, pain and inflammation. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified rupture; observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Medical staff reported an "extraprostatic rupture and intraganglionic fluid silicone leakage discovered via mammography". This relates to the left implant. Device remains implanted.